Event description:
It was reported that the right ventricular lead impedance increased possibly due to tissue changes surrounding the lead tip. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted. There was one patient alert for right ventricular pace lead impedance equal to 1504 ohms on (B)(4)-2011. The weekly pace measurement log data shows a gradual increase for minimum and maximum ventricular pace equal to 984 to 1728 ohms between (B)(4)-2010 and (B)(4)-2012.